Event description:
It was reported that the patient presented to the hospital with fever and pain at the device pocket site on (B)(6) 2022. Upon examination of the implantable cardioverter defibrillator (ICD), the physician suspected pocket infection. On (B)(6) 2022, physician performed device explant procedure where no visual infection was noted near device pocket. Cultures from pocket came back negative for infection. The physician repositioned the same ICD back in the patient and completed the procedure. The physician suspects substantial amount of weight loss over the last few months probably led to device pocket pain due to movement of device in pocket. The patient was in stable condition throughout.